Event description:
It was reported that the left ventricular (lv) lead exhibited unstable thresholds and a spike in threshold was noted. The device feature which automatically monitors pacing thresholds and adjust outputs was programmed off. After the feature was programmed off the thresholds rose and there was a potential loss of capture. Additionally, the patient was experiencing diaphragmatic and nerve stimulation. The lead was reprogrammed to a different vector. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.